Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10021144. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 10021144) was impeded in the introducer and could not be pushed into the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31634749). The stent was also found detached from the delivery wire in the introducer. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative impact on the patient. On 16-apr-2026, additional information was received. Per the information, the procedure was targeting the middle cerebral artery (mca). There was no damage noted on the stent / stent delivery system aside from the reported premature detachment. Continuous flush was maintained through the microcatheter. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no procedure delay and no negative patient impact.